Event description:
The customer reported that several days after undergoing a vertebral herniated disc procedure, the patient observed two burns, one to each of her calf muscles. For the procedure, the generator had been used in monopolar mode with a non-covidien return electrode positioned on the patient's right thigh. The patient had been in the prone position and was not moved during the surgery. The burns were described by the site as 3rd degree and were treated with a sulfadiazine argentica ointment. The patient has had three appointments for treatment of the burns and the burns are reportedly doing much better.

Manufacturer narrative:
(B)(4). The return of the incident generator has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the unit is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.